Event description:
A single-level pedicle screw construct was implanted (B)(6) 2012 at the l5-si vertebral bodies. During a subsequent eval, it was noted that components of the construct had loosened. No injury has been reported. Revision surgery occurred (B)(6) 2014 in which the left side construct was replaced.

Manufacturer narrative:
(B)(4). Physical evidence suggests lock screw/tulip thread damage beginning with the initial threads is consistent with cross-threading. Review of the device history record notes no material non-conformance or mfg errors that may have caused or contributed to this mode of failure. It is unk if the pt complied with post-operative care instructions or sustained an impact of some sort or fall. Review of labeling notes: "internal fixation appliances are load sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen bend or break loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant." "Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."